Event description:
It was reported that the patient had a pocket revision as one of the suture sleeves was pressing against the underlying tissue. And it was discovered that the lead had been sutured together. The leads were revised and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.